Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for essential tremors and movement disorders. The patient reported that the ins was too close to the skin on their chest and it could get pinched and was painful when laying in a certain position. The patient reported "losing the fat" over the device when they were in a car accident on (B)(6) 2016. The patient reported that the device was closer to the skin, noting that it "just got squeezed," although the device itself was fine. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stating for circumstances that led to the event that an (B)(6)old pulled out from a side road stop sign in front of her and never braked. The patient broke and hit the horn with her right hand and the airbag hit her as well. No steps have been taken to resolve the issue and the device was only checked to see if it was functional. Patient further states fat injections might help, the issue is not resolved, and she tries to sleep only in certain positions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating the cause of the device issues had not been determined. The patient had an in-person evaluation in the clinic after the car accident. The issue had been resolved at the time of the report.